Event description:
The device was used during a laparoscopic cholecystectomy. It was reported er320 was opened and a white flaky material was observed around the tips of the device. Clips would not form, either. There was no consequence to the pt. 10/31/96 reports a second er320 was introduce to complete the procedure. Lad.

Manufacturer narrative:
H4: information unavailable.